Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) stimulation has turned off without prompting on several occasions which has led to the return of the pt's dystonia symptoms. Further interrogation found these occurrences are related to magnetic interference. As such, the magnet mode for the pt's ipg was disabled. In addition, it was reported the pt was recently hospitalized due to a dystonic episode where it was discovered his ipg was off. Finally, the pt alleges the duration of his recharging sessions has increased. The pt has agreed to document the amount of time it takes to recharge his ipg.